Event description:
It was reported that the stent partially deployed. A 7mm x 150mm x 75cm eluvia drug-eluting vascular stent system was selected for use in an angioplasty and stenting procedure in the superficial femoral artery. The patient presented with claudication. Approximately halfway through deployment of the stent, the device became stuck on the 0.014-inch guidewire. The stent was unable to be deployed or removed. The deployment handle was dismantled, and it was observed the wire and catheter were bent. These were straightened, and the deployment mechanism was removed. Manual sheath retraction successfully deployed the stent. No patient complications were reported. It was further reported that the guidewire was a non-boston scientific device.

Event description:
It was reported that the stent partially deployed. A 7mm x 150mm x 75cm eluvia drug-eluting vascular stent system was selected for use in an angioplasty and stenting procedure in the superficial femoral artery. The patient presented with claudication. Approximately halfway through deployment of the stent, the device became stuck on the 0.014-inch guidewire. The stent was unable to be deployed or removed. The deployment handle was dismantled, and it was observed the wire and catheter were bent. These were straightened, and the deployment mechanism was removed. Manual sheath retraction successfully deployed the stent. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the eluvia self-expanding stent system was returned with an unknown 0.014-inch guidewire in the device. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed that the handle was open. There was damage to the teeth on the pull rack. The proximal inner and inner liner were separated 5cm from the clip. There were multiple kinks to the proximal inner on the proximal end of the separation. The retainer was damaged and separated from the pull rack. Microscopic examination revealed no additional damages. The guidewire was able to be removed. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that would have contributed to the deployment issue and guidewire entrapment issue.

Event description:
It was reported that the stent partially deployed. A 7mm x 150mm x 75cm eluvia drug-eluting vascular stent system was selected for use in an angioplasty and stenting procedure in the superficial femoral artery. The patient presented with claudication. Approximately halfway through deployment of the stent, the device became stuck on the 0.014-inch guidewire. The stent was unable to be deployed or removed. The deployment handle was dismantled, and it was observed the wire and catheter were bent. These were straightened, and the deployment mechanism was removed. Manual sheath retraction successfully deployed the stent. No patient complications were reported. It was further reported that the guidewire was a non-boston scientific device.